Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received results of 323 mg/dl and 155 mg/dl within 10 minutes on the nano system. No adverse event reported. The alleged product was replaced and requested for evaluation.